Event description:
New information noted that right ventricular (rv) and right atrial (ra) leads over-sensed noised and were explanted and replaced with new leads. There were no patient consequences.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular and atrial lead exhibited noise. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Additional information noted initial reporter's address.